Event description:
It was reported that the device had burn marks during visual inspection at the MFR. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The burn marks on the device was observed during testing of the device.